Event description:
It was reported that the customer was hospitalized for high blood glucose of over 1000mg/dl. The customer stated that he was treated with an insulin drip. Troubleshooting was performed. The programming on the insulin pump was correct. The customer stated that he changes the infusion set every four days. Advised the customer to change the infusion set every two to three days. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.